Event description:
Siemens pheno robotic c-arm serial #: (B)(4); model#: 11021330; (B)(4). During procedure intermittent ability to "store monitor/store/fluoro" or use "ref" key. Also, patient info intermittently displayed along with data information for each image. Spoke with siemens engineer, stated he is on his way to hospital. Different problems with this unit have been reported multiple times.